Event description:
It was reported that during an unknown procedure, the device would not release properly. It was eventually released. No other details are known. No patient impact reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.